Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implantation, the next day the vision was blurred. The vision has cleared slightly. Vision appears to be looking thru dirty greasy window. The consumer was told that he has corneal edema and was prescribed topical steroids.